Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, dislodgement was noted on the device. In order to resolve the issue, the device was explanted. Following the procedure, patient was in stable condition, with no adverse consequences.